Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 192 mg/dl, 424 mg/dl and, 185 mg/dl when all tests were performed within 10 minutes on the aviva sys. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.